Event description:
It was reported that pump experienced malfunction that displayed malfunction code 12, with no notable events occurring before issue. There was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support to reset pump using provided reset instructions, malfunction did not recur after reset, customer was advised to continue using pump and to call back if malfunction reappeared, and customer acknowledged and understood these instructions.